Event description:
It was reported that pump experienced malfunction alarm, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, malfunction did not recur after reset.